Manufacturer narrative:
Note: this is one of three products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00817, 2954740-2012-00818 and 2954740-2012-00819. After successfully delivering 80% of the coil length of three different coils, 8 mm x 29 cm presidio 10 cerecyte microcoil ((B)(4)), 5 mm x 17 cm presidio 10 cerecyte microcoil ((B)(4)), and 4 mm x 8 cm cashmere 14 cerecyte microcoil ((B)(4)), the coils could not be advanced further into the aneurysm. The aneurysm was far out in the vasculature and with attempt to further deploy the coils, the sl10 microcatheter kicked out. After two unsuccessful tries using the presidios coils, several stryker/target coils were successfully placed using the same microcatheter. An attempt was then made to place the cashmere coil; however, this coil behaved similarly if not exactly the same as the previous presidio coils. Several additional target coils were then placed with a delivery of 12 consecutive coils. It was reported that the physician felt the system's detachment zone would not allow the system to make the turn. All different coils got hung up at the exact same point where it was noted that something in this region was not allowing the system to advance distally. The coils did not fail to detach; there was no detachment attempted. The coils were successfully withdrawn from the microcatheter without removal of the microcatheter. The coils did not stretch or prematurely detach during the process of withdrawal. There was no protrusion of the coil into the parent vessel. An adequate continuous flush maintained through the microcatheter. No patient injury reported. It was reported that the lot numbers are not known and the devices are not available for analysis. Without the return of the devices for analysis, no conclusion can be made regarding the inability to fully advance the two presidio 10 and cashmere 14 cerecyte coils into the target aneurysm. Additionally a device history record review cannot be completed since the lot numbers are not available. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices used: unknown sl-10 microcatheter; unknown stryker's target coils. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00817, 2954740-2012-00818 and 2954740-2012-00819 the product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Event description:
As reported, once the aneurysm was accessed the physician tried 3 coils and could not get any of them in the detachment zone. Aneurysm was far out in vasculature and during multiple coil deployments using our products the microcatheter kicked out. The physician tried stryker's target coils and everything worked very well on 12 consecutive coils. The microcatheter used was sl-10. Each coil successfully delivered 80% of its length into the aneurysm. However, it would not advance. After two tries, the doctor switched to the target coil. After several coils were placed successfully in the same microcatheter, another cashmere coil was placed and this coil behaved similarly if not exactly the same, as the two previous presidio coils. Several additional target coils were placed. The physician felt the system's detachment zone would not allow the system to make the turn. All different coils got hung up at the exact same point where it was noted that something in this region was not allowing the system to advance distally. Additional information received indicated that the coil did not fail to detach and there was no detachments attempted. The coil was successfully withdrawn. The coils and microcatheter were not withdrawn as a unit. The coils did not stretch or prematurely detach during the process of withdrawal. It did not protrude out of the vessel at any time. An adequate continuous flush maintained through the microcatheter. No patient injury reported.